Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The impella device has been returned for evaluation. The cause of the issue was a defective component. The purge flag was confirmed to be broken. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. The complainant reported a purge disc was not detected on the automated impella controller (aic). The initial aic was replaced with a new device, it was reported that the procedure was successful. No harm or injury to patient.